Event description:
It was reported that during a da vinci-assisted surgical procedure, the user stated that the head of the harmonic ace instrument broke. The instrument was removed and replaced to the backup. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.133¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have teflon pad damage on the clamp arm. No missing material was observed. The root cause is typically attributed to mishandling/misuse. A review of the procedure log with the information provided resulted in no additional information. In addition, a review of the instrument log showed the harmonic ace instrument (part#: 480275-08 / lot#: l90211101-0168) was last used on (B)(6) 2022 during this reported procedure with system sk2659. The harmonic ace instrument is a single-use device. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with obvious damage on the blade. No conclusive determination can be made based on this analysis. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace instrument blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.